Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that recurrent load step alarms had occurred after the load step had been performed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a load step malfunction was verified in the black box. Product analysis was unable to reproduce alarm during investigation. The force sensor calibration reading was observed to be low. The pump was opened and removed from the case. A force sensor flex trace was observed to be cracked at the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.